Event description:
Complainant alleged that while attempting to treat a pt, the device's screen became damaged during the event and no clinical info could be seen. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.